Manufacturer narrative:
The customer reports that a sample will be returned for evaluation. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 09/28/2006 that a sponge separated from the stick inside the patient. The sponges were completely removed with no patient injury.